Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure thrombosis and stent damage occurred. The target lesion was located in the distal left anterior descending (lad) artery. An promus element plus stent was implanted. The patient developed a proximal lesion not related to this stent. The patient was brought back to the cath lab. During the procedure a clot formed distally in the previously deployed stent. A non-bsc catheter was advanced to the lesion but met resistance at the proximal end of a previously placed stent. They observed that the previously deployed promus element plus stent was compressed and decided to use a 2.5 x 8 mm nc balloon catheter and post-dilated at 12 atms. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.